Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) went into ventricular fibrillation (vf) and had a syncopal event. Paramedics were called and the patient was externally rescued. At the hospital, an EKG revealed a slow ventricular tachycardia (vt) was on-going and further treatment was needed to convert the arrhythmia. A review of the arrhythmia logbook did not show that this vf was detected. It was further reported that the patient appears to have cerebral injuries. Guidant received additional information that the patient died on august 1, 2005.